Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30410085m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for idiopathic ventricular tachycardia (idvt) with thermocool® smart touch® sf bi-directional navigation catheter and suffered thrombosis and cerebrovascular accident requiring surgical intervention. It was reported that after some ablation had been done around the aortic cusp that the patients blood pressure started to rise (200+). Physician called for a cardiologist to come and do an angiogram of the patients coronaries. At that time the nurse informed the physician that the patient had vomited and there was facial drooping. A stroke was determined and a code was called. Patient became intermittently unresponsive. Procedure was aborted and the patient was removed to have a computerized tomography (CT) performed. The physician was ablating at 35 watts. Adverse event was discovered during the procedure after bwi products were used. The doctor¿s opinion on the cause of the event was related to the patient¿s condition. He noted seeing potential calcification and also requested that the patient be catheterized by intervention cardiology before a nurse noticed the stroke symptoms. The patient was rushed to CT scan and the clinical specialist was told a large clot was removed. The clinical specialist was told that the patient made a full recovery with no residual effects. The clinical specialist was not told how long the patient required hospitalization. There were no device problems or errors detected. Since we were using stsf, it was on power control mode. Cut offs were nominal settings. The patient was being anticoagulated, and the physician typically shoots for a value between 300-400sec. The clinical specialist does not recall what values were recorded during the case. The duration of ablation was not greater than 60 seconds per lesion. The force was never greater than 40 grams. The range of forces was somewhere between 5-30 grams. The irrigation rate was per instructions for use (IFU) standards. Heparinized normal saline was used, as per IFU. Respiration, stability of 2mm, time of 3 sec, fot 3grams for 25% and tag size was 2mm. Impedance drop. The patient had stroke like symptoms (facial drooping, unresponsiveness) on the table. They were rushed to CT and had a clot removed. One week later, the patient made a full recovery. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.